Event description:
Per medicon, dome detached two days after placement. Neither feeding nor replacement was being done when dome detached. Dome has not been retrieved from the patient and no additional medication was given to patient. Medicon to return tube.